Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided detailed instructions for resetting the pump and guided the caller through the process, which resolved the issue without further error codes, allowing the caller to successfully start a sensor session.